Event description:
Pt was revised to address loosening and subsidence of the stem, causing thigh pain. It was reported that the stem had gone through the pt's lateral cortex.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.